Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that the burr became stuck with the wire. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery (lad) to mid lad. A 1.25mm rotapro and rotawire 330cm gw(1pk) flop were selected for use. During the preparation, a rotapro of 12.5mm was opened and then tracked into the rotawire floppy. The psi pressure of 180psi was set before inserting the rotapro into the guide catheter. However, the burr could not be tracked into the guide catheter and the burr seems stuck into the rotawire and the burr could not move further. The burr and wire were removed together as one unit from the patient. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.